Manufacturer narrative:
The device returned to olympus for evaluation and the customer¿s allegation was confirm. The device evaluation found that image flickering. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history review revealed there were no deviations or nonconformities in the process that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had cable damage. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.